Manufacturer narrative:
Additional narrative: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during testing at service and repair, that a socket wrench failed calibration. There was no surgical procedure or patient involvement. This report is for one (1) socket wrench for veptr nut. This is report 1of 1 for (B)(4).